Event description:
It was reported that, during cori assisted tka surgery, the tibia slope and valgus angle was odd as evident when the cut was visualized. The doctor took more tibia to try and get a flat surface but every time we got to the white surface target it stayed mal aligned and slope off. Procedure was resumed, after a non-significant delay, by changing to manual procedure. No patient complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, (B)(6), used for treatment was not returned for evaluation. A visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. A log file and screenshot review were performed. The reported problem was not confirmed. From a screenshot analysis, there were no checkpoint verification errors shown, therefore, ruling out tracker movement. On the ¿tibia free collection¿ screen, it doesn¿t appear that much of the lateral or posterior tibia was collected. In the ¿tibia bone removal¿ screens, it did not appear that all the bone was removed, as there was residual purple bone shown. These factors could have possibly contributed to the reported ¿mal aligned¿ and ¿off¿ slope tibia. The only tibia component angle shown in the implant planning screens is the one for a 0 degree varus angle, all of the other implant planning screens did not show the tibia component angle, just the slope of the component. The only visualize cut screen shown was at the end of the case and the plate was along the anterior of the tibial shaft, not the tibial plateau to measure the actual cut angle relative to the planned cut. Because these screenshots do not portray the reported complaint, it is suggested to take a manual screenshot for better case evaluation. Although the reported problem was not confirmed, factors contributing to the reported symptom may have been due to the residual purple bone left in the lateral posterior area of the tibia. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. Prior escalation actions are not applicable to the scope of the reported complaint. Although no further action will be taken at this time the issue will be continuously monitored through complaint investigation and post market surveillance. Refer to the real intelligence cori for knee arthroplasty user manual, section performing total knee arthroplasty (tka): performing image free registration for proper guide on how to perform this procedure. As a result of the risk assessment the documented risk file will undergo further investigation and possible adjustment by the site quality team. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.